Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. Further evaluation revealed that the device was stretched on both sides of the fracture and was kinked further on the distal shaft. The kink on the distal shaft indicates that the device may have pinned within patient anatomy. This would likely contribute to resistance. Retraction against this resistance would likely contribute to stretching and a subsequent fracture. The additional kink on the distal fractured segment was likely due to being snared. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system red72 reperfusion catheter (red72), a non-penumbra catheter, a non-penumbra sheath, a non-penumbra stent retriever, a non-penumbra catheter and a guidewire. During the procedure, the physician made one pass in the target vessel using the non-penumbra catheter. Next, the physician completed the second pass using the red72. While retracting the red72 with the stent retriever, the physician experienced resistance. Upon removal, the physician noticed that the distal end of the red72 was broken. The physician then noticed under fluoroscopy that the distal end of the red72 was in the right vertebral artery and extended to the subclavian artery. The physician completed the procedure using a non-penumbra catheter and the same sheath by going through the left vertebral artery and then snared the distal end of the red72 by going through the right vertebral artery. There was no report of an adverse effect to the patient.